Event description:
As per the report received from germany, edwards received notification of a pascal precision procedure in tricuspid position. During the procedure, the first pascal ace immediately detached after release. After retrieval of the actuation wire of the first pascal, the device fully immediately detached. A second pascal was implanted in antero-septal (a/s) position with 2-8 clocking. It was decided to leave the detached pascal in the right atrium due to no acute danger conditions. As per field clinical specialist opinion, the first device detached maybe due to a bit of tension on system and the implant catheter was still a bit hooked on the pascal when the physician pulled it back. A second ace device was successfully implanted. The initial tricuspid regurgitation (tr) grade was torrential, it was moderate after the detachment happened, and remained moderate post-procedure. Patient was in stable condition and being discussed for heart surgery for potential extraction of the detached pascal.

Manufacturer narrative:
B2: other serious - even though there was no reintervention, there is a potential heart surgery for extraction of the detached pascal. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Information added/updated to section b4, b5, g3, g6, h2, and h6 (component code, type of investigation, investigation findings, and investigations conclusions). Additional code h6 (type of investigation) code: labelling review and analysis of images. H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Based on the complaint investigation, the complaint for implant detaches from both leaflets into vasculature (intra-procedure) was confirmed with objective evidence. There was no allegation or indication that a device malfunction contributed to this adverse event. An image was provided for review that confirmed the complaint; however, not enough imaging was provided to be able to perform a full procedural imaging evaluation. Available information suggests imaging/shadowing (anatomy/procedural complications due to post-open surgery for a mechanical mitral valve) may have contributed to this adverse event. As per information received, the first device detached maybe due to a bit of tension on system and the implant catheter was still a bit hooked on the pascal when the physician pulled it back, which contributed to this adverse event. Since no edwards defect was identified, corrective or preventative actions are not required.

Event description:
As per new information received, no additional treatment was performed.